Event description:
It was reported that the patient was unable to make an adjustment to his device with or without an antenna attached. It was stated that it had not worked "for weeks." The patient reportedly recharged last week and "normally had to recharge every week." It was noted that the patient got the reposition antenna and start charge screen. It was stated that the patient was going to have the device removed as it "had not worked in 3 weeks," but a date had not been scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported that the patient was having coupling and/or communication issues. The recharger only had a little tiny bit of the battery that turned black and the patient had zero coupling bars. The patient was able to turn it on yesterday and that was the first time in a couple of months that it had worked. The patient has never had all 8 coupling bars. He had it on for 12 hours one day and it still did not turn on. The patient had "no problems with his old battery but this recharging is worth (B)(4)." The patient tried using the antenna locate feature and was able to get 6 coupling bars. The patient had not had trouble with his device until about two weeks ago. The patient had fallen three times, but did not hit the device; he fell flat on his face. The device did not feel loose in the pocket. If the patient cannot get the device to turn on, he was going to call the physician to have it removed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2009. Product type: extension: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3487a, lot# v12115, implanted: (B)(6) 2009. Product type: lead. (B)(4).